Event description:
Refer to follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulators (psm) involved with this complaint and completed the device evaluation. The psm (sn (B)(6)) was installed into a test system and the reported failure was able to be reproduced during power up. Psm (sn (B)(6) was installed into a test system and was unable to be reproduced, but could be confirmed as having occurred via field error logs. All testing passed. This complaint remains reportable due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted. Although no patient harm was reported, if the issue were to recur, it could cause or contribute to an adverse event.

Manufacturer narrative:
The meaning of the error was noted by the fse when the customer reported the issue. A review of the system logs confirmed the reported error had occurred. Further technical review is not required because there is sufficient evidence in the failure analysis to suggest that a reportable malfunction has occurred. No image or video was provided for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported because system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that when the da vinci was powered on, the patient side manipulator 3 (psm3) led indicator was yellow; however, no fault registered. During the da vinci assisted prostatectomy surgical procedure, during docking, the psm led indicator was yellow but no error was displayed; however, the insertion axis movement was sluggish. The customer contacted a field service engineer (fse) who advised to stow psm3 and start the procedure with 2 arms. During the procedure, the surgeon pressed the emergency button and psm1 displayed a non-recoverable fault 23007. The surgeon made the decision to convert the procedure to laparoscopic surgery with no injury reported. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: after the surgeon experienced error 23007, the system was hard power cycled and the patient side cart emergency power off was performed, however the error persisted. It was unknown why the surgeon pressed the emergency stop button. An isi fse was dispatched to the customer site to further investigate the reported complaint. The fse was able reproduce the reported issue and verify the error in the log files. Psm1 and psm3 were replaced to repair the system. The system was tested and verified as ready for use.